Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and device evaluation based on the approved final investigation. Updated fields: d9, h3, h6, h7, h9, h11. Corrected fields: d4 (primary UDI number). Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used. The device was returned to olympus and the reported failure was not confirmed. On visual inspection, it was identified that the top and bottom of the distal cover were found to be undeformed. A root cause could not be identified. Based on the results of the investigation, the probable cause of the failure was likely due to the distal cover was not properly attached to the endoscope. If the distal cover is properly attached to the endoscope, it will deform. In addition, the following reportable malfunction was identified during the device evaluation: a crack on the bottom of the distal cover. The definitive cause could not be determined however, it is likely the connection between this product and the endoscope became unstable, and the distal cover cracked due to increased stress while it is in use. Chemical stress caused by chemicals adhering to this product caused the crack. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal end cover detached and fell near the patient¿s duodenal papilla and was retrieved using forceps. The procedure was completed with the same device. There were no reports of patient harm. This event includes 2 reports. This report is 1 of 2.